Event description:
It was reported the subject device had air leakage from balloon. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the balloon might have been forcefully pulled while the protective cover the balloon was extend and retracted with the endoscope's forceps elevator raised, causing the balloon to rub against the forceps elevator. The balloon was not fully deflated when the product was inserted into the endoscope, causing the slack balloon to catch on the endoscope channel or forceps table, resulting in increased resistance. However, a root cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.